Event description:
It was reported that the device was reprogrammed to vvir mode electrically abandoning the right atrial (ra) lead due to oversensing. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).